Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet charger illuminated briefly when plugged in and then turned off, resulting in the ilet device not charging. The user requested a replacement cable, charger, and pad and confirmed a backup therapy plan. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no alerts or alarms. Investigation included basic troubleshooting and user education. Investigation of this case revealed a suspected charging hardware malfunction preventing sustained power delivery to the device. It was concluded, based on previously established findings for similar reports, that the cause was a charging accessory failure.